Event description:
It was reported that on (B)(6) 2015 device interrogation results were the pump was nearing end of life. The patient did not experience signs or symptoms. The pump was at end of life and was replaced. It was related to device or therapy and not related to implant procedure. During replacement of elective replacement indicator (eri) pump, the physician could not release the existing sc connector from the catheter access port (cap) and it would not release from the explanted pump. The sc connector was replaced during the surgery and was added to the existing catheter. Patient status at time of this report was alive; no injury. Medical history is multiple sclerosis. The outcome was resolved without sequelae as of (B)(6) 2015. The pump was delivering lioresal.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter revealed coring/tears/cuts in the seal, which met leak criteria, and that difficulty with the sutureless connector led to explant.

Event description:
It was later reported that, after the patient was brought into the operating room (or), the pump was disconnected from the catheter and the new pump was connected to the catheter. There was no mention of the previously reported connector not releasing from the pump anywhere in the patient¿s chart. There was no excess catheter looped under the pump. There were no segments left implanted that were not in use. Other than the new sutureless pump connector, the spinal end of the catheter was intact and unchanged.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.